Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe it was difficult to move the plunger rod making the administering of the medication difficult.

Event description:
It was reported that during use of the bd ultra-fine insulin syringe it was difficult to move the plunger rod making the administering of the medication difficult.

Manufacturer narrative:
Customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 7142871. Customer states that the plunger is difficult to move. The returned syringe was tested and the plunger was able to be exercised in the barrel without any defects and the sample was able to draw and expel properly without any defects. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200706680] noted that did not pertain to the complaint. There was one (1) notification [200707042] noted for dry barrels. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.